Manufacturer narrative:
Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered 10 units of insulin via a bolus. Review of the pump data logs by tandem technical support verified the bolus was manually requested by the customer. The customer's blood glucose (bg) level was 58 mg/dl. Customer acknowledged bolus was delivered due to user error. Recommendation was made to consult with healthcare provider regarding diabetes management.